Event description:
Synovial reaction (synovitis). Information was received on 07-08-2002 from a consumer with a 2-year history of grade iii osteoarthritis. Additional information was received from the treating physician on 09-05-2002 indicating that the event was serious (required surgical intervention) and was related to synvisc treatment. The patient received their first series of synvisc injections to their right knee in in 2002. One to two days after the first injection, pt began to experience pain and swelling in their right knee, self-described as "mild and not acute." One to two days following the second injection, the swelling in their knee began to increase until it reached a size double that of their left knee. The patient reported being in significant pain and was unable to bend their knee. In 2002, the patient could not receive their third synvisc injection as a result of continued swelling. The patient reported that 6 medium-sized syringes of fluid were withdrawn from their knee. The patient was uncertain if the fluid was cultured or not, but denied receiving a prescription for antibiotics or any other medication at that time. Pt reported swelling returned several hours after the office visit. The patient received the third synvisc injection 7 days later, despite persistent pain and swelling. The patient used crutches to assist them in walking. Five days later, the patient again had increased knee pain, knee swelling, knee effusion, and increased warmth, all described by the physician as a synovial reaction (i.e. Synovitis). During a follow-up visit to their physician 2 days later, 40 cc of cloudy, yellow fluid were aspirated from the knee. In 2002, the patient underwent an arthroscopy with irrigation, debridement, removal of a small meniscal tear, and patellar shaving. The procedure provided significant relief of the patient's symptoms which the physician felt to be a direct result of the synvisc injections. Microscopic exam of the meniscus revealed, "portions of reactive synovial capsule slightly modified not only by inflammatory exudate, but also by several hemorrhagic areas with histocytes in the synovial capsule. Besides these biopsies, fragments including inflammatory exudate mostly of mononuclear cells are associated with pseudo-epidermoid areas reminiscent of keratine. The tissue is therefore reactive." At the time of this report, swelling was slight, the patient denied pain, their knee was not yet weight-bearing, but pt was able to flex and stretch their knee. The patient was prescribed pain medication but has not felt the need to use it. Review of synvisc product release data by the genzyme quality assurnace department did not indicate trends that could be associated to any product complaints.